Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.